Event description:
A malfunction alarm was reported with a code of malf 12, but no notable events occurred prior to the malfunction. No adverse impact to the customer¿s blood glucose level was reported. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.